Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 17mar2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the drawer was not detected as open or closed was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer reported that upon arrival checked the latches and all connections and nothing was found loose, then the fse shutdown the device, replaced pyxibus cable, rebooted the device and the customer inventoried the medications in the failing drawers. During dchu visual inspection. P/n 120547-01: the assy cbl pyxibus 6 drawer was received with some cuts in the insulation that exposed the copper strands and burn marks. During dchu testing p/n 120547-01: further tests were not performed due to the physical and thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not detect whether it was open or closed. As per part investigation, it was that determined that the damaged drawer had exposed copper strands, which led to the observed thermal damage and compromised the drawers functionality. However, there were no delays, adverse events or injuries reported based on this event.